Event description:
Incident description: a customer reported that an automated external defibrillator (AED) was used in a rescue attempt. During the rescue, the AED successfully delivered one shock to the patient. The defibrillation was successful, and the patient survived to the hospital but died three days later. Details: warning reported: after the rescue was completed, the AED displayed a warning stating, "replace battery pack now." Shock delivery: the AED delivered one shock during the rescue. Patient outcome: the patient survived to the hospital but died three days later. There were no reports of additional shocks being required during the rescue. Battery warning: the "replace battery pack now" warning indicated that the battery pack was at a critically low state. Rationale for MDR filing: this MDR is being filed due to the "replace battery pack now" warning, indicating a critically low battery state. However, it is important to note that this is not being filed as an adverse event since there were no device problems or issues reported during patient use. Despite the patient not surviving to hospital discharge, the AED functioned correctly during the rescue attempt, delivering the necessary shock.

Manufacturer narrative:
A customer reported that their AED was flashing red and prompting an error code of "battery replace now warning". The AED maintenance schedule was reported as daily by checking the asi light. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted. The IFU states: although the ddu-100 series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.